Event description:
Procedure: arthroscopic bankart, labrial repair. Reportedly, the instrument broke off prior to firing the gun while inside the joint capsule. A small piece of the tack still remains in the shoulder. An x-ray was taken and the piece was visually seen but then disappeared. Upon suctioning (fluids) were examined, but the piece still could not be found.